Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate pause episodes were noted on the patient's device due to ventricular under sensing. This was suspected to be triggered due to positional changes. No intervention was performed. The patient did not experience any adverse consequences and will continue to be monitored.